Event description:
The customer reported to olympus that when using a gastrointestinal videoscope, there was a problem with the upper channel. There was no patient harm associated with the event. The device was returned and evaluated and upon estimation, there was foreign material clogging the channel. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to no flow from the main air/water system. In addition to the foreign material clogging the channel, additional evaluation findings were as follows: the bending section cover glue was separated, the objective lens was cracked, the bending angulation was out of specification, the switchbox was cracked, and the universal cord was buckled. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the air/water channel was clogged with foreign material, however, the specific material could not be identified as it was unable to be removed. Additionally, the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was performed according to the instructions for use (IFU). Three attempts were made to obtain additional information, but no response was received from the customer. The event can be detected and prevented by handling the device in accordance with the following IFU: gif-1100 operation manual "chapter 3 preparation and inspection" shows how to detect the event. Gif-1100 reprocessing manual "chapter 5 reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.